Event description:
Nausea, vomiting bile, heart palpitations/too fast, low blood pressure, sweating/dizzy, headaches/diarrhea, couldn't eat, dehydration, blisters in my hair, blisters on my left arm, stiffness of arm and finger because of i.v. Left arm, fatigue. Dose or amount: bag, frequency: all day drip, route: i.v. Left arm. Dates of use: 2008 all day and night. Diagnosis or reason for use; to prevent blood clots.